Event description:
During a pfa procedure, there was a delay due to a communication and self-test issue with the amplifier and a freezing issue with the display workstation. The amplifier disconnected and displayed an amber light. There were about 10 reboots of the amplifier and 2-3 reboots of the display workstation while the patient was on the table with correct boot up sequence before the case could be started. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The reported event stated that ¿the catheter would then not visualize on ensite and froze requiring logging out of the system." The log files were provided and reviewed. Amplifier and generator disconnections were confirmed. No software anomaly was found.